Event description:
A patient reports while activating a pod the cannula had deployed prior to application at the pod infusion site. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the pod was returned fully deployed. The data indicates that the pod completed both first and second prime before being deactivated by the user. The exact timing of the needle deployment is unknown. No damages or defects were observed in the device that would cause the needle to deploy early. The exact cause of the user reported event cannot conclusively be determined.